Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Additional information: investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: embedded, pain. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The reported allegations have been further investigated based on the information provided to date. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Rpn and lot# are unknown, but the celect-pt filter is manufactured and inspected according to specifications. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect platinum filter. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2016". "The cook celect platinum filter subsequently became tilted with an arm embedment in her renal vessels". "On or about (B)(6) 2016 [pt] underwent an unsuccessful prolonged retrieval attempt". "On or about (B)(6) 2016 [pt] underwent a retrieval procedure, successfully removing the cook celect platinum intact". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 06/30/2017 as follows: patient allegedly received an implant on (B)(6) 2016 due to history of pulmonary embolism. Patient is alleging vena cava perforation, abdominal pain, side and back pain. Patient alleges device tilt, embedment and complex, successful device retrieval on (B)(6) 2016 using jaws of life technique.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). . Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "vena cava perforation, abdominal pain, side and back pain. Patient alleges device tilt, embedment and complex, successful device retrieval using jaws of life technique." Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Rpn and lot# are unknown, but the celect-pt filter is manufactured and inspected according to 1006765mi and 1006766qc. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.